Event description:
During preparation for use for cardiopulmonary bypass surgery, the arterial monitor would not power on. The arterial monitor provides displays of extracorporeal circuit pressures and temperatures. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
The device was evaluated at the user location. The service representative found failures on the microprocessor and temperature/pressure measurement printed circuit boards. The failure of these electrical components is consistent with the advanced age of the device.